Event description:
It was reported that the pt suffered a pericardial effusion during an afib ablation. After approximately one hour of ablation, while attempting to isolate the rspv, and effusion was noticed first on intracardiac echo, a drop in blood pressure followed. The ablation was aborted, IV fluids and protamine were administered and the pt's blood pressure stabilized. The pt remained stable and in the ep lab at the time of the report. Additional info was requested, but no additional info was available.

Manufacturer narrative:
Final device investigation found that the returned device was in good visual condition. Upon evaluation, the device initially functioned as intended. The steering mechanism operated freely and the device had a full range of motion and was in plane. The radius was acceptable and the device met the minimum loop requirements. Electrical testing was then performed. The device passed both continuity and isolation testing. During the investigation the knob on the handle broke; the device tip was able to curve in one direction, but not in the other direction. The device history record was reviewed, and no discrepancies were noted. As the device functioned as intended when returned, no conclusion could be made as to what may have caused the reported event.